Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600 mg/dl. The ketones were positive. The customer was vomiting. They were treated per perfusor and sodium chloride intravenously. The next morning, the customer's blood glucose was 200 mg/dl. The insulin pump was connected back to the customer. Two hours later, the customer's blood glucose increased, again. Manual injection was given and the customer went home that evening. On (B)(6) 2014, the customer was feeling bad. Their blood glucose was 400 mg/dl. The catheter was changed and two hours later, the blood glucose dropped to 350 mg/dl. In the alarm history of the device, for (B)(6) 2014, no delivery alarm and 2 low insulin alerts were noted. For (B)(6) 2014, motor error alarm was noted. Self test failed. High pressure and displacement tests were not possible due to thread bar not being seated correctly. The customer's mother noticed fluid inside the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Functional testing for displacement, rewind, basic occlusion, occlusion, prime and no delivery were unable to be performed due to motor error alarm. All of the buttons functioned properly and no moisture damage found on keypad traces or electronic assembly. The device had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked display window corner and scratched lcd window.